Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed hardware low level failures. The insulin pump was interrupted by hardware low level failures. Customer blood glucose reading was 12 mmol/l. Troubleshoot was not performed. Insulin pump will be returning for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with the suspend before low or high alert functioning properly during testing using the glucose sensor simulator. Device received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures error confirmed in the device history due to broken trace on keypad assembly.